Manufacturer narrative:
The conclusion are as follows: analysis of the extracted expertise files confirmed the reported issue: several remote reports were sent to the back office by the subject smartview connects between (B)(6)2023 and (B)(6)2023 - the smartview connects were turned off before the (B)(6)2023 where the scheduled remote follow-ups were therefore missed. - afterwards, the status of the last missed follow-up was not updated due to a software anomaly in the back office. - as a result, the back office sent back incorrect dates to the smartview connect, which therefore sent follow-ups indefinitely. A correction has been implemented at the back office server level in order to prevent recurrence of such issue.

Event description:
Reportedly, on the associated website for two home monitors (reported under MFR no. 1000165971-2023-00825 and MFR no. 1000165971-2023-00826) multiple transmissions were registered between (B)(6)2023 and (B)(6)2023 without patient input.

Event description:
Reportedly, on the associated website for two home monitors (reported under MFR no. 1000165971-2023-00825 and MFR no. 1000165971-2023-00826) multiple transmissions were registered between (B)(6) 2023 and (B)(6) 2023 without patient input.